Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead; product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported that the patient started the trial two weeks ago and that after 2-3 days of the trial the leads moved. After the 4th day the patient reportedly felt numbness in her leg (this was not permanent and was resolved when the device was turned off). On the 5th day the patient woke up and did not feel stimulation. The patient had colon issues and had constipation throughout the duration of the trial. The trial reportedly helped the patient's symptoms the last 3-4 days of the trial. Additional information reported that this was not due to the trial or any products. The patient had a conclusive trial and went on for permanent implant and was doing great at the time of this report.